Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was located in the left lower lobe (lll) superior segment. The procedure was completed. The biopsy results yielded a diagnosis of non-small cell carcinoma/nos (malignant). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) attempted to obtain additional information regarding the event. However, there was no response received from the physician.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi failure analysis engineer, as of (B)(6) 2022, a review of the site's system logs for the reported procedure was performed and an investigation revealed there were no related system errors that occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for an unspecified period of time. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.